Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The data analysis confirmed the reported failure mode. This console was tested and upon power cycling the console 10 times, unable to reproduce the controller error. The root cause for the intermittent keyboard communication issue could not be determined due to the inability to reproduce.

Event description:
The complainant reported that an automated impella controller (aic) was turned on during preparation for patient support and displayed a controller error message. The aic was swapped in response to the noted failure. There was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.